Event description:
On (B)(6) 2021, the reporter contacted lifescan (lfs) us on behalf of her husband, alleging that his onetouch verio flex meter was reading inaccurately high compared to another device. This complaint was classified based on the customer care agent (cca) documentation. The reporter stated that on (B)(6) 2021, at 11:43, the patient allegedly obtained a result of ¿251 mg/dl¿ on the subject device. The patient manages their diabetes with 42 units of lantus once a day after dinner and humulin r insulin before meals (this is usually between 10 and 20 units, depending on the meal, at lunch they normally have 11 units). The patient then took an increased dose of insulin (17 units rather than the normal 11 units) based on the result. At 16:30 the patient was reportedly ¿incoherent, combative and sweating profusely¿. Another test was performed at 16:32 and the result was ¿36 mg/dl¿. The reporter then gave the patient food to treat this low result and called an ambulance. At 17:45 the ems personnel performed a test with their meter which returned a result of ¿around 30 mg/dl¿. The patient was treated again with food/drink. At 18:00 the ems performed another test with their meter and a comparison test with the patient¿s device. The ems meter returned a result of ¿188 mg/dl¿ and the subject device returned a result of ¿272 mg/dl¿. At 18:02 a further test on the ems meter returned a result of ¿184 mg/dl¿. The patient had a second ot verio flex meter which the ems used to perform a test, the result was ¿187 mg/dl¿. The patient was advised by the ems personnel to use that meter and call lifescan for assistance. During troubleshooting, the cca established that the unit of measure was set correctly on the subject device at the time of testing however the patient¿s testing technique was incorrect. They did not use a new lancet each time they performed a blood test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event which required ems treatment for an acute low blood glucose excursion after making a change to their diabetes management regimen based on alleged inaccurately high blood glucose readings obtained on the subject device.